Event description:
It was reported that during implant when the lead was put through a 7fr introducer, it became stuck and bent. This lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of the lead being unable to insert into the 7fr introducer was confirmed. The lead failed the introducer test at the proximal end of the rv shock coil. The lead diameter was measured and was found to exceed specifications, causing the lead to be unable to insert through the introducer.